Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident ceramic on ceramic components are squeaking. No adverse consequence was reported.

Manufacturer narrative:
On december 23, 2014 we became aware that the patient was revised and were provided with device information. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident ceramic on ceramic components are squeaking. Update per sales rep on 12/23/2014: "the hip was revised today to mdm."

Manufacturer narrative:
An event regarding squeaking involving a trident liner was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed because the device was not returned for analysis. -medical records received and evaluation: a review of the x-rays by a clinical consultant noted: x-rays are undated and consist of multiple views of both hips and aps of the pelvis demonstrating avascular necrosis of the right hip and an uncemented left total hip arthroplasty with no screws. The hip is reduced and in nominal position. No clinical or past medical history, no patient demographics and no clinical follow up are available. There is no documentation of any problems referable to the left total hip arthroplasty in this case. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident ceramic on ceramic components are squeaking. Update per sales rep on 12/23/2014: "the hip was revised today to mdm."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The catalog number and lot code information was not provided. The device was reported as an unknown trident ceramic on ceramic acetabular system. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be submitted in a follow up report upon completion of the investigation. Device not available.